Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A quattro catheter was placed in a patient's femoral vein for therapeutic ivtm treatment. At an unspecified time during ivtm treatment, a leak was suspected on a quattro catheter as saline bag found to be pink. The user was advised to replace the catheter over guidewire. No known impact or patient consequence was reported. No further information was provided.

Manufacturer narrative:
The reported catheter leak was confirmed. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pin hole leak was observed on the third loop of the serpentine balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.